Event description:
The customer reports that the ventilator's upper alarm limit potentiometer is defective, intermittently. The failure was detected while performing functional checks on ventilator. The ventilator was not connected to a pt.